Event description:
Unomedical reference number (B)(4). Event occurred in canada on (B)(6) 2023, it was reported that on (B)(6) 2023, the patient faced an insulin flow blocked alarm and experienced high blood glucose symptoms like vomiting, headache, could not walk and had high blood glucose level of 32.1 mmol/l, which they tried to treat with needles therefore, the patient was hospitalized for 3 days. At the time of this report, the patient's blood glucose level was 11.1 mmol/l. No further information available.